Event description:
From surgeon's report of problem: I was doing a video assisted lobectomy. I was using a gold load for the covidien endo gia stapling device. I was dividing a branch of the pulmonary artery. The stapler fired only half the length of expected staples but cut the entire length of the cartridge and we had to deal with significant bleeding from the unopposed edge. I have come to find out that this has occurred to other people. We did use the endo gia handle after the mishap without incident. I believe that the cartridge was not fully loaded at the factory. Fortunately the pt is ok.